Event description:
It was reported the device was used during a colectomy procedure. It was reported by the affiliate that the device damaged the tissue. A new device was used to complete the case. There was no pt consequence. Add'l info received on 7/15/97. It was stated by the affiliate that the surgeon said that the tissue was damaged (no more details).

Manufacturer narrative:
D6: information not available, device not returned for analysis. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted ny the appropriate engineers and technicians are listed below. Analysis conclusion: it has been several months since this event reported. Co. Has not received any further correspondence from reported about the device which was involved in this report event. Unfortunately, since the device was not returned to co, co is unable to perform an analysis and provide a report to the reporter.